Event description:
It was reported that the pt was not able to adjust stimulation. The pt's device has turned off. The pt believes her cell phone turned the device off. Further information is being requested from the hcp.